Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and noise oversensing resulting in inappropriate mode switch episodes. No changes or interventions were reported; the ra lead will be further monitored. The patient was in stable condition.